Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing observed in the right atrial (ra) lead. The atrial sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.